Event description:
Customer reported device running at the maximum speed 60000 rpm has a greater noise level. (B)(4).

Manufacturer narrative:
(B)(4). During pre-repair assessment performed by technician, investigation revealed the device has a damaged cable, elbow connector, motor flex, coupling and sleeve worn. The device was repaired and returned to customer on 11/12/2012.